Event description:
It was reported that (1) tl30 was used during an unknown procedure. It was reported by the affiliate that the staple line had leakage. The case was completed by hand sutured there was no consequence to pt.